Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error, as well as battery out limit, and experienced a drive or motor anomaly. The customer stated that the insulin pump was loud, especially when she administered insulin using the device. She stated that she noticed the noise in the last month. The blood glucose reading was 170 mg/dl, and the night before, the blood glucose reading reached as high as 299 mg/dl. The insulin pump alarmed battery out limit after a battery change; upon inspection, this alarm was indicative of normal device behavior. The motor error occurred during the prime process. The customer stated that insulin leaked from the reservoir while it was inside the insulin pump, leading up to the alarm. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No further tests could be performed due to motor error alarm. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched display window. No unexpected motor noise anomaly noted.